Event description:
It was reported that during the reprocessing of a da vinci permanent cautery spatula instrument, the tip near the spatula was observed to be chipped. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that a small piece of the ceramic sleeve on the spatula was broken off. The piece was approximately 0.0495 long and 0.0700 wide. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken ceramic piece could likely cause or contribute to an adverse event, if the malfunction were to recur.